Event description:
It was reported that the patient had an infection one month post subcutaneous implantable cardioverter (s-ICD) change out procedure. The patient was given antibiotics and hospitalized for approximately three weeks for observation. The s-ICD and electrode remain in service and no additional adverse patient effects were reported.